Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m2327800, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from m2327800 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number provided no sample was returned. Review of trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use revealed no adverse trends. Retain sample evaluation was not performed as a valid lot number was not provided. Based upon a lack of a valid lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m2327800, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m2327800, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number of the device was updated from m2327800 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No lot number provided no sample was returned. Review of trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use revealed no adverse trends. Retain sample evaluation was not performed as a valid lot number was not provided. Based upon a lack of a valid lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 17411sg m2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on 29-aug-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m2327800, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on 24-sep-2012. The lot number of the device was updated from (B)(4) to unspecified. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number m2327800, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from m2327800 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number provided no sample was returned. Review of trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use revealed no adverse trends. Retain sample evaluation was not performed as a valid lot number was not provided. Based upon a lack of a valid lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from unspecified to 17411sg m2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data revealed no adverse trends. An increase in complaint volume was noted which could be attributed to an increase in shipment quantity. The device history review was acceptable. There were no related manufacturing /facility issues and there were no changes made to the design, formula, packaging or labeling found from the first release date of the product to the date of manufacture of the lot. Retain sample was evaluated and met specification. One toothbrush lot 17411sg m2 was received. The toothbrush was completely broken approximately one cm below the thumb grip. Packaging was not returned. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The material of the handle was changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. The break occurred due to high compression forces on the handle. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 28-sep-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.